Event description:
Per the patient, the cadd legacy 6400 serial number (B)(4) was not delivering medication. She switched to her other pump and continued with her continuous infusion. Patient was not harmed and she did not miss any doses. A new pump is being sent out to the patient. Reported to (B)(4) by: patient/caregiver. Dose or amount: 62 ng/kg/min. Frequency: continuous. Route: intravenous. Dates of use: (B)(6) 2007 to current. Diagnosis or reason for use: pah.